Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no keystrokes, malfunctions, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the service history revealed no issues that could have caused or contributed to the hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in 2013, the patient experienced a hernia. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. On an unknown date approximately 2 years ago, the patient was diagnosed with an umbilical hernia that was surgically repaired. The cause of the hernia event was unknown. The pdrn stated that hernia did worsen with pd therapy. On an unreported date, the patient had recovered from the hernia event. Pd therapy was ongoing. No additional information is available.